Event description:
Per the clinic the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.